Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited pacing threshold out of range measurement. Boston scientific technical services (ts) discussed device appears to have an acute rise in rv threshold and requested to page field representative for device check. Additional information from the field indicates that the lead dislodged and was confirmed via x-ray and fluoroscopy. A revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited pacing threshold out of range measurement. Boston scientific technical services (ts) discussed device appears to have an acute rise in rv threshold and requested to page field representative for device check. Additional information from the field indicates that the lead dislodged and that a revision was performed to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.